Event description:
It was reported that mismatch of far field and near field signal resulted in non-sustained lead noise. Programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.